Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an overheating alarm. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit had fault #77 (compressor motor speed adj - assisting). The fse replaced the compressor. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has an overheating alarm. There was no patient involvement.